Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. Post procedure upon interrogation it was noted that the right-atrial (ra) lead exhibited loss of capture, failure to sense and had dislodged which was confirmed through x-ray imaging. As a resolution the ra lead was explanted and replaced. The patient condition was stable.